Event description:
Info received indicates the brake will only engage from one end of the stretcher depending on which end of the stretcher the brake was activated from.

Manufacturer narrative:
The tech found the head end brake linkage was worn. The tech replaced the brake linkage to repair the stretcher.